Event description:
During index procedure, three endeavor sprint rx drug-eluting stents were implanted. Two stents were implanted, overlapping, in the mid rca (MFR report# 2953200-2009-00371 - 00372). One stent was implanted in the distal rca. Approximately two weeks post index procedure, one endeavor sprint rx drug-eluting stent was implanted in the mid lcx during a staged procedure. Pt was asymptomatic at 30 day and 6 month follow ups. Approximately 8 months post index procedure, a repeat angiography was performed due to objective signs of ischemia at rest (ECG changes) or during exercise test (or equivalent), presumably related to the target vessel. Angiography showed a stent thrombosis in the mid rca. Investigator reports that an mi and ischemic ECG changes were associated with the stent thrombosis. Investigator states that stent thrombosis was related to the study stent and study procedures. Acute stemi (q-wave mi) is reported on same day as repeat angiography/thrombosis. Location of infarction was inferior. A revascularization of mid rca was performed, also on same day. Investigator classified revascularized lesion as thrombus. Investigator states that mi and revascularization were related to study stent.

Manufacturer narrative:
(Secondary intervention) - conclusion code, results: stent thrombosis, mi, tvr.